Event description:
It was reported that, although the user primed the distal lumen, air was found in that lumen before use. Therefore, a new kit was used.

Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components of a cvc kit, including one 2-l catheter, guide wire assembly , and arrow raulerson syringe (ars), for analysis. Definite signs of use were in the form of biological material were observed on the returned components. Visual analysis revealed no obvious defects or anomalies with the returned catheter. The overall length of the catheter measured 217mm which is within the specification limits of 207-227mm per the catheter product drawing. The outer diameter of the distal extension line measured 2.432mm, which is within the specification limits of 2.39mm-2.49mm per the extension line drawing. The inner diameter of the distal extension line measured 1.7272mm, which is within the specification limits of 1.65mm-1.75mm per the extension line drawing. The outer diameter of the proximal extension line measured 2.199mm, which is within the specification limits of 2.13-2.21mm per the extension line drawing. The inner diameter of the proximal extension line measured 1.4732mm which is within the specification limits of 1.42-1.50mm per the extension line drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit , which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter flushed as intended, and no leaks were observed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The extension lines of the catheter were individually connected to a lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks or catheter backflow was observed from any region of the catheter. A manual tug test confirmed that the extension lines were secure within the respective luer hubs. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a leaking extension line could not be confirmed through investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional requirements including leak testing performed per iso 10555-1. A device history record review was performed and revealed no relevant findings. Based on the customer report and the sample received, no problem was found on the returned sample. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: although the user primed the distal lumen, air was found in that lumen before use. Therefore, a new kit was used.